Event description:
After loading at ethicon, coated vicryl plus, (0 on a ur-6) suture, as the surgical technician passed the needle driver to the surgeon, the suture did not "follow" easily out of the pack. Instead, the technician had to pull the pack with some effort, while holding the suture taut. As she did so, plastic parts of the suture pack separated from the pack, scattering onto the sterile field.